Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to "airborne" and the patient having a cold, but as this was unable to be verified, the cause is assessed as unknown. On unreported date(s), the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.